Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger keeps resetting) has been confirmed. The cause of the defective battery charger was determined to be corrupted software. The cause of the corrupted software was a defective flash memory chip on the ca board of the charger. The root cause of the defective flash memory chip cannot be positively identified. Once the flash memory on the ca board (components u102 and u105) was replaced, the unit operated normally. No adverse event resulted from the defective flash memory. The pt rec'd a replacement battery charger.

Event description:
A (B)(4) female pt called into zoll lifecor customer support to report that her battery charger was not working properly. The pt was provided with a replacement battery charger.